Event description:
It was reported that the patient was experiencing frequent and extended ipg charging. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.